Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow has been completed. The product was not returned, and no data logs were uploaded for review. Based on the clinical data the patient had vessel disease and there were an immediate suction alarm after insertion. The root cause most likely was biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was placed and when started the flow were lower than expected, despite repositioning the device the flows remained below 2 liters per minute. The physician made the decision to replace this device with another impella, which reportedly functioned normally. There was no patient harm reported, and this device was replaced.